Event description:
Respiratory care practitioner was suctioning patient with an in-line suction catheter which broke off leaving a portion of the catheter in the ett. Rcp was able to remove the catheter system and replace it with another.